Event description:
The customer reported that erratic cardiac troponin (accutni) results were generated on an unicel dxc 600i synchron access clinical system for two patients. This is report one of two and represents the erratic accutni results generated for one of the patients on a single overnight shift. The initial sample was above the normal reference range of the assay. Upon two repeat accutni tests, the results varied and were in and above the normal reference range respectively. It is unknown which accutni result best fit the patient's clinical picture. The second repeat accutni test result was reported outside of the laboratory and while there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. No specific patient information was supplied by the customer. The sample was collected in a heparinized plasma tube with gel separators and was centrifuged prior to testing. The instrument's accutni quality control (qc) assessment recovered with acceptable results prior to the event, and the instrument's accutni calibration and instrument system check generated acceptable results.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer found no obvious sign of hardware issues. A definitive root cause for this event could not be determined to date. Mdrs associated with this event: 2122870-2011-04347; 2122870-2011-04402.